Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient correspondence: we have a patient that believes he is having an allergic reaction to his implant of the right knee. About 6 years ago the patient had a knee replacement. Two years ago, the patient had a revision done on his knee replacement. Since that time the patient has experienced persistent swelling and pain. He has undergone an extensive evaluation by an infectious disease doctor. All testing was negative for an infectious disease. Infectious disease sent him to us for an evaluation of a possible allergic reaction to the implant. We placed on him the true test patch testing which test for nickel and cobalt. Both of these test came back negative. Can you supply us with patch testing material of the tc3 and mbt to allow us to patch test with the product? Update 2/24/2017- material composition list sent to hospital staff.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.